Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) was isolated to the electrode belt¿s distribution node (dn) to rear te pulse wire along with the gel fire wires being broken, causing the belt to not pass fall off testing. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.